Event description:
It was reported that the patient had a history of stage iib rectal cancer and recent neoadjuvant chemoradiation underwent laparoscopic low anterior resection with takedown of splenic flexure, diverting loop ileostomy and port a cath placement. Operative note provided indicates the ¿29 ceea¿ stapler was fired without event, ¿doughnuts were inspected and both proximal and distal doughnuts were full-thickness and intact.¿ the anastomosis was submerged under saline and ¿no intra-abdominal leak was seen from the anastomosis.¿ patient was discharged on day 5 after resolution of an ileus. The next day, the patient presented to the ER with worsening nausea, emesis, and abdominal pain not controlled by narcotic pain medication. She was given fluids and pain control medication and was discharged home. The following day, the patient presented to surgeon¿s office with worsening symptoms and was admitted after an abdominal CT scan demonstrated free fluid in the pelvis and a small air bubble concerning for anastomotic leak. The patient was treated with placement of a pelvic drain and antibiotics. White blood cell count normalized and pain improved, so the patient was cleared for discharge one week later. 13 months later, patient underwent an exploratory laparotomy, intersphincteric abdominal perineal resection, splenic flexure mobilization, omental flap creation and ileostomy closure. There are no ongoing injuries.

Manufacturer narrative:
(B)(4). Date of event: unknown, captured as awareness date. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 06/01/2022 please see attached medical records.